Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Review of the raw controller log files could not be performed since the raw log files were not available for analysis. Review of the autologs report revealed two controller power-up events logged on (B)(6) 2019 at 18:44:36 and 18:45:13 respectively. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited two unexpected losses of power. The controller remains in use. No patient complications have been reported as a result of this event.